Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. Were there any patient consequences? --surgery delayed for about 30 minutes.

Event description:
It was reported that a patient underwent a excision of skin mass procedure on (B)(6) 2024 and suture was used. During the procedure, at 10 o'clock, the doctor performed a skin tumor resection on the patient, but the suture broke during suturing. The suture was immediately replaced, and the patient was sutured. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: after investigation, the patient was a 37-year-old male who underwent skin tumor resection at the (B)(6) hospital (B)(6) on (B)(6) 2024. During the surgery, the surgeon used the suture (w2510) for tissue sewing (the specific sewing tissue level and sewing method were unknown). The suture broke during the sewing. The surgeon immediately replaced a new suture (the specific product information was unknown) to continue the sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by 30 minutes. No subsequent adverse event report was received.